Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device cuff leaked during use. There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were yellowish stains on the tracheal clear cuff and pilot balloon valve. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the clear cuff maintained pressure at 25 mbar for 30 minutes; however, the blue cuff could not be inflated. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from the blue cuff. The area of leakage was then observed under magnification and a cut mark was observed on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. The issue occurred during use; therefore, it is possible that the failure could be induced during the intubation process, although this could not be confirmed.

Event description:
Customer complaint alleges the device cuff leaked during use. There was no report of patient impact or consequence.